Event description:
It was reported to philips that the system was unable to boot. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system would not boot up. The review of system log files identified host pc was unable to startup. Upon troubleshooting, the fse found that the host pc remained off in the m-cabinet when the system was powered on, despite receiving the correct supply voltage. To resolve the issue, fse replaced the host pc and returned defective part for further analysis; however, the supplier¿s evaluation could not determine the cause of the part failure. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.